Event description:
Date is approximate but can look up paperwork of visit and then abnormal kidney function labs. I had trusculpting performed in (B)(6) 2019 of my abdominal/flank area. It was effective in decreasing love handles and appearance of abdominal fat. Unfortunately, my next cmp showed decrease in kidney function gfr dropping from the 80's into 60's initially wondered if I had a uti or was very dehydrated. Repeated labs 4-5 x since but gfr has not improved in 20 months have not been out of the 60's since my trusculpt procedure. I am just wondering if this has happened to anyone else? I have lupus which is why I watch kidney function so closely, but all of my lupus labs have been great no inflammatory activity shown throughout to have caused this drop in my kidney function. Unfortunately, long term the procedure didn't last anyways, and abdominal fat came back. I am only recently putting pieces together as I was thinking of having trusculpt repeated since it is recommended to repeat procedure for better results. Although it's not worth the risk to my health if it's contraindicated for lupus patients, or mild renal failure etc. I would like to know if there have been any other reports unproven or not that show decrease in kidney function. Thank you very much for your time and attention. FDA safety report ID # (B)(4).